Event description:
It was reported that the patient had poor sound quality starting in (B)(6) 2012. He started swapping out external equipment, believing it to be an equipment issue, but without any improvements. Testing performed at the clinic showed all electrode channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.